Event description:
On (B)(6) 2011, patient's father reported the down button on her infusion device is not working. Father stated he is not sure how long ago the button stopped working. Father reported the patient was adjusting her basal rates when she noticed the down button was not working. Father stated the button pops back out when pressed. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.